Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that the implant was having difficulty assembling with a driver and a healing cap could not be seated on the implant. The implant was removed and another implant was placed to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear and dark debris within the implant drive feature. The internal threads appear to be damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed for the returned product and it was determined that the implant hex feature was able to assemble with a mating driver. However, when attempting to seat a threaded restorative feature, it was noted that the internal threads of the implant are too badly damaged to function. The event related to the inability to seat components was therefore confirmed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes".